Event description:
I have had onset of extremely painful osteoarthritis. Fibromyalgia has increased. Bright red sporting occurred only once. My pcp has been seen. Question whether autoimmune diseases associated with mesh erosion I had 5 years ago. Transvaginal surgery placement of mesh. Acute onset arthritis, "incre". Indicated osteoporosis. FDA safety report ID# (B)(4).